Event description:
Customer initially reported their abbott diabetes care device displayed a low battery icon. The product was returned and investigated for the low battery, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on returned reader and observed minor damage to the usb port. Customer reported that the reader ha a low battery icon. Reader was sufficiently charged and functioning as intended. Reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader and its pcba (printed circuit board assembly) and burn marks were observed. An extended investigation has been performed. A visual inspection was performed using a digital microscope upon the device. Burn marks were observed on the u13 chip of the returned reader. The adc supplied usb/charging cable and power adapter were not returned. Glucose data readings was not giving any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was measured to be within the required specification. The returned battery was observed to be charged normally and no abnormalities were observed. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state and a ¿connected to computer¿ message was observed when powered on. Off-current consumption testing was performed to check the current draw of the returned reader and measured to be not within the required specification and was indicating the reader was drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera and hotspots were observed on the reader's u13 component during the inspection, indicating that the component on the returned reader were contributing to the excessive electrical current drain. The observed excessive current drain and hotspot were known symptoms of a reader that has been supplied with excess current through its charging function by the use of a non-abbott supplied power adapter. A reader self-test was unable to be performed due to the "connected to computer¿ message observed on the returned reader. This issue is not confirmed due to user error (incorrect adapter used) as damage to the returned reader's u13 component was found through bench testing. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device displayed a low battery icon. The product was returned and investigated for the low battery, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.